Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and ketoacidosis with blood glucose of 400 mg/dl, the customer current blood glucose was 98 mg/dl. Customer was admitted on (B)(6) 2018 with a blood glucose level was 400 mg/dl. Customer was released the next day. Customer was admitted gain on (B)(6) 2018 with a blood glucose level was 700 mg/dl. Customer was still in the hospital in ICU. The customer was treated in the ICU. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit passed dat test at 0.08840 inches. Unit was received with corroded battery tube, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, stained end cap sticker, minor scratches on reservoir tube window and minor scratches on lcd window.